Event description:
It was reported that there was oversensing. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed oversensing. One short v-v cycle sensed events of < 220 ms (nst) are observed on each of the following 3 days: (B)(6) 2010."